Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant devices: xom unknown nim xom unknown emg xom unk nimelectro xom unk nimprobe. Product evaluation: analysis results are not available; the devices were not returned for evaluation.

Event description:
This file investigates the reported findings in the article, dralle h, sekulla c, lorenz k, et al. Intraoperative monitoring of the recurrent laryngeal nerve in thyroid surgery. World j surg 2008; 32:1358¿1366. Dralle h, et al. Qualifies the article as a "systematic appraisal of the literature using evidence-based criteria." The compilation of results of the research articles that were studied found that "after thyroid surgery with intraoperative nerve monitoring (ionm) of the rln" "various ionm techniques yielded a wide range of postoperative rlnpr (rln palsy rate): 0%¿7.1% for transient rln palsy, and 0%¿11% for permanent rln palsy." It was also found that rln palsy rates with ionm were lower than compared with visual nerve identification alone, but were not statistically significant. No malfunction of the nim or its components is alleged in the article.